Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an inability to pair a new dexcom g7 sensor to the ilet, resulting in no cgm connectivity after sensor code entry and multiple pairing attempts, including device restart and cgm mode toggle from g6 to g7 with reentry of the pairing code. Symptoms included no reported adverse physiological effects. Outcomes included no reported clinical impact and no medical intervention. Investigation included customer support-assisted troubleshooting and user education. Investigation of this case revealed that the reported issue was not reproduced during the call and that the user was instructed to wait for connection and to try a replacement sensor if the issue persisted. It was concluded that the event involved pairing failure without patient harm and that no device malfunction could be confirmed based on available information.